Manufacturer narrative:
Since the original report was filed, the investigation into the thrombosis has concluded. The medical center did not return for benchtop analysis any impella pump product. The root cause of the thrombosis was most likely patient condition related.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 46 year old male with cardiogenic shock presented for impella support. The user facility reported the patient had support for two days and then the impella was explanted. The explant was successful but when imaging was performed, a thrombus was revealed in the right iliac/femoral artery. The team utilized thrombectomy with the penumbra. After thrombectomy, the limb resolved and the patient survived.